Event description:
Customer reported there was no test strip information available on the test strip vial. Customer stated the code of the strip, catalog number, lot number, and date information was blank. No treatment was given. A request was made for return product and replacement product was sent.